Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.

Event description:
It was reported that the patient experienced an inappropriate shock due to oversensing of a low amplitude slow ventricular tachycardia (vt). The shock treated the slow vt. The patient was going in for a follow up. No adverse patient effects were reported.

Event description:
It was reported that the patient experienced an inappropriate shock due to oversensing of a low amplitude slow ventricular tachycardia (vt). The shock treated the slow vt. The patient was going in for a follow up. No adverse patient effects were reported. Additional information noted that a follow up took place and the same programmed settings were maintained as the inappropriate shock was an isolated episode.

Manufacturer narrative:
This investigation is completed. Should additional information become available this investigation will be updated.